Event description:
The customer reported the system was difficult to steer. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the steering chain and lubricated the handle. The system operates as intended.